Event description:
On (B) (6) 2010, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was prompting an unspecified error message. The medical surveillance specialist (mss) spoke with the reporter on (B) (6) 2010 and obtained the following information. The patient's father reported that the alleged error message began to appear at an unspecified time on (B) (6) 2010. The reporter claimed the patient tests his blood glucose 3x/day and manages his diabetes with oral medication (1000 mg of metformin daily). The reporter did not know if the patient made any changes to his diabetes regimen as a result of the alleged issue. On the evening of (B) (6) 2010, the patient's father reported that the patient began to feel shaky and confused; symptoms he associated with a high glucose. In response to the symptoms, the patient was going to attempt to test with the subject meter; however, discovered that meter's display cracked after he accidentally laid heavy tools on top of it. Within 15 minutes of discovering the cracked display, the reporter claimed the patient tested on his meter and obtained a result in the "300 mg/dl range." The reporter stated that the patient called his physician and his physician advised him to drink water and continue taking his oral medication as usual. The patient's father claimed the patient's symptoms lasted approximately 15-20 minutes and subsided on their own without any medical intervention. At the time of troubleshooting, the customer care advocate (cca) noted that the reporter did not have the subject meter or testing supplies with him. Replacement products were sent to the patient. This complaint is being reported because the patient's father claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.